Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was used intra operatively and found the urine leaked out on the next day of placement. A nurse conducted an inspection and found that the leak was caused by balloon burst of the foley catheter. The new foley catheter was replaced and patient was comforted.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number was unknown, and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labeling review was unable to review due to the product catalog number for this device was unknown. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter used intraoperatively and found that urine leaked out on the next day after the placement. The nurse conducted an inspection and found that the leakage was caused by the foley catheter balloon burst. The new foley catheter was replaced and no patient discomfort was noted. Per follow-up via ibc on (B)(6)2021, the balloon was ruptured, but there were no missing pieces found and no other information was available, as the sample has been discarded.